Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of the erroneously elevated accutni result could not be determined with the information supplied.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The patient's sample was reanalyzed the following day, (B)(6) 2018, in duplicate and lower results within the assay's normal reference range was obtained. On that same day a second sample was collected from the patient and analyzed on both the original access 2 immunoassay system and an alternate access 2 immunoassay system (serial number (B)(4)) and results within the assay's normal reference range were obtained on both instruments. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was placed on a heparin drip. Once the patient's result was corrected the patient was removed from the heparin drip. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a 13x100mm plasma or serum tube. The sample was then centrifuged for three (3) minutes at 7000 rpm (revolutions per minute) at room temperature. There were no reports of sample integrity issues in conjunction with this event.